Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the sls clinical trial that during interrogation of the device, there was oversensing present with the atrial lead. The device was reprogrammed and sensing on the atrial lead was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.